Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer cribriform occluder was chosen for implant using an 8f amplatzer trevisio intravascular delivery system. There were no kinks or angulation observed in the delivery system. After the device was positioned in the defect and deployed, the proximal disc remained bulbous and convex with a balloon like appearance. The deformed device was not released from the delivery system while inside the patient. Another 25mm amplatzer cribriform occluder was then chosen for implant. The replacement device was successfully implanted using the same 8f delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was discharged.

Manufacturer narrative:
An event of device deformity could not be confirmed. Images were received from the field and the image appears to show the device deforming bulbous shape, however, the device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and the correct size delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that there was no interaction with cardiac structures during deployment.